Manufacturer narrative:
Device name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric. Device evaluated by manufacturer? No - lens not returned. (B)(4). Device not returned.

Event description:
The reporter indicated the surgeon implanted a aa4203tl 20.50 se/2.0 diopter silicone single piece lens with toric optic. The lens was implanted on (B)(6) 2016 in the patient's right eye. Due to refractive nausea, the lens was explanted and exchanged with a different type of lens. Further information was requested, but none has been forthcoming. When further is available, a medwatch supplemental will be submitted.

Manufacturer narrative:
Result: visual inspection of the returned product found the lens torn into three pieces. The lens was returned in liquid and there was evidence of clear surgical residue. Claim # (B)(4).